Event description:
It was reported that the right atrial (ra) lead and the right ventricular (rv) lead had low impedance and noise and both had lead warnings. The rv lead was also noted to have oversensing. Both leads were capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.